Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to b.7 relevant history, h.6 component codes, clinical code, device code and type of investigation. After reviewing the medical records provided, the patient had a successful viv procedure due to valve severe as secondary to halt. The latest echo demonstrated a mg of 41mmhg, ava of 0.39cm2 and an lvef of 30-35%, with mild to moderate aortic regurgitation (ar). Patient hx of as, chf, ckd stage 5 on peritoneal dialysis and with gi bleeds possible due to suspected av malformations. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 2 years and 4 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis. Per site, the patient had halt. A valve in valve was successfully performed.'' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Based on the medical record review, the patient had chronic kidney disease (ckd), which is known to increase the risk of bioprosthetic leaflet calcification and potentially lead to thickened leaflets. This suggests that the patient's ckd may have played a role in the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Thickened leaflets can cause improper coaptation, potentially leading to central valve leakage. Based on the available information, it appears that patient factors (chronic kidney disease (ckd), effective orifice area and thickened leaflets) may have contributed to the reported issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 4 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis. Per the site, the patient had hypo-attenuating leaflet thickening (halt). A valve in valve was successfully performed.

Manufacturer narrative:
The investigation is ongoing.